Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed empty. It was day 3 of 5 proposed for the pump use. Per reporter, the patient was concerned that total volume was not infused as there was well over 100 ml left in the bag and patient could not reset the resolution volume without a code. Reporter advised that there was an overfill portion of medication in the bag for bolus doses. Pump settings reviewed: resolution volume 0ml, continuous rate 1ml, ib 7ml/3 hours, pca dose 5ml/30 min lockout. - 500ml bag. Based on the programmed settings, the pump would have taken approximately 150 hours to empty. Reporter confirmed patient not overusing pca button. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: no product was received. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If product is returned at a later date, complaint will be reopened and investigation will be completed.